Event description:
It was reported that the customer experienced a blood glucose reading of 45 mg/dl. Troubleshooting was performed. The amount of insulin visible in the reservoir did not match the reservoir volume recorded on the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test due to the motor encoder signal being out of phase.